Manufacturer narrative:
Findings: pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify calibration error alarm, sensor alarm, lines running up/down anomaly due to lcd damaged. Pump had cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that her scree is distorted with lines running up and down the screen. Customer pump was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.